Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -11.5/+1.5/073 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Patient experienced excessive vault, lens remains implanted. Per updated information intervention is not planned, patient will be monitored closely. If additional information is received a supplemental medwatch report will be submitted.